Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. The lead was successfully repositioned without complication. No additional adverse patient effects were reported.